Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the insulin pump alarmed pump error 4 and pump error 63 three times in two hours. The self-test was not okay. Customer's blood glucose level was 178 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 4 or pump error 63 alarms noted during testing, however pump error 4 and pump error 63 (variable 3) was present in the format history file due to slight moisture on keypad traces. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly peeling keypad overlay at top corners of overlay, cracked case at bottom corner next to keypad overlay and peeling end cap address label.